Event description:
Reportedly, patient with a scheduled follow-up showing an issue with the rv lead. On the recorded egms, there are oversensing episodes with capacitor charging. No remote monitoring system alert was sent for rv oversensing dr. (B)(6) is asking why no alert was transmitted via rms for these events."

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The analysis of the remote monitoring file dated 27 november 2025 revealed: - since (B)(6) 2022, several thousand episodes occurred, including 10 fvt/vf the v oversensing remote alerts was activated. For platinium devices, the v oversensing alert is triggered if o number of sustained vf/fast vt episodes (persistence reached) is strictly superior to 10 (so, at least 11 episodes) o and if at least 3/5 of those episodes were not treated - on (B)(6) 2025, only 10 sustained vf/fast vt episodes (persistence reached) were recorded. Those 10 episodes were not treated. The first condition is not met; therefore, the alert was not triggered. Based on available data, the subject crt-d worked as per specification, no issue is suspected.